Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-96601.

Event description:
It was reported that the insulin pump alarmed no delivery and motor error alarms. The customer also reported that insulin leaked into the reservoir compartment. The customer did not know the blood glucose reading, as this was a past event. She reported that she smelled insulin and observed insulin outside on the reservoir itself. She reported that the no delivery alarms had been resolved by a complete infusion set change, and now the device alarmed motor error alarms. She declined to return the infusion set and reservoir for analysis. Nothing further reported.